Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4). Description: model #: sc-3400-30, serial #: (B)(4). Description: infinion splitter 2x8 kit (30cm). The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the ipg and lead site. The infection was believed to be a staphylococcal infection. Symptoms included redness, swelling and drainage. Initially there was oozing at the pocket and eventually the infection moved throughout the midline. The patient was prescribed antibiotics and underwent an explant procedure. The infection was believed to be procedure related. Infection was cleared and the patient is reportedly doing well.